Event description:
It was reported that needle clipping device safe clip stopped clipping. The following information was provided by the initial reporter: material no: 328235, batch no: 7332559. It was reported that the bd safeclip stopped clipping the needles after one week of use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle clipping device safe clip stopped clipping. The following information was provided by the initial reporter: material no: 328235 batch no: 7332559. It was reported that the bd safeclip stopped clipping the needles after one week of use.